Event description:
Broken balloon on catheter noted immediately upon use. No pt complications reported. Eval of the product in the product eval. Laboratory revealed that the balloon had detached. No further info available at this time.